Event description:
A (B)(6) year old woman with end stage renal disease underwent laparoscopic insertion of capd catheter using medcomp capd catheter. Connector and cap/clip was applied but that night pt presented to local hospital with clear leakage through her dressing and the cap was found to be in the dressing, having come disconnected from the pd catheter. Pt required hospitalization for peritonitis. FDA 3500a report filed after the peritoneal dialysis clinic complained to the surgeon about the medcomp connector forming a loose and unreliable connection with the fresenius transfer sets in two additional pts.